Event description:
It was reported that during an unk procedure, the device was fired and then it would not open. It was locked on tissue. It is unknown how it was removed from tissue. It is unk how the procedure was completed. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.